Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date estimated. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se device after a diagnostic neurological procedure. Reportedly, after sheath splitting, the operator was concerned a piece of the sheath was leftover. The clip was not deployed. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 5f sheath after a diagnostic neurological procedure. Reportedly, there was no resistance splitting the sheath. The operator was concerned a piece of the sheath was left over after splitting the sheath; however, it did not appear any portion of the sheath was missing after removal. The clip was not deployed. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Patient codes: 2199 labeled na. Device codes: 4008 labeled. Internal file number - (B)(4). Implant date/ explant date : date estimated. Corrections: patient code 2687 removed, device code 1104 removed the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additionally, unused, sterile starclose se devices were returned for evaluation. Functional testing was performed and no manufacturing or abnormal observations were detected.